Event description:
The manufacturer received information alleging a trilogy 100 ventilator service required alarm had occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The reported alarm indicates a failure related to the system printed circuit assembly board - central processing unit (pca-cpu). The device alarms and alerts the user regarding this condition with a vent service required alarm. This could potentially result in a condition where the device would not alarm when there is a loss of all power condition. The device's pca-cpu required replacement to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.